Event description:
It was reported to covidien on (B)(4) 2005 that a customer had an issue with a catheter, continuous flow. The customer reports the catheter fragmented in half upon extreme force while the physician was trying to retract the catheter from the sheath. The distal portion of the catheter remained inside on the 8fr arrow sheath.

Manufacturer narrative:
Submit date: (B)(4) 2010. In march 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional information about this complaint.